Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal segment of the medtronic flow diverter could not be opened. Prior to the event, the medtronic microcatheter was advanced to the smooth section of the middle cerebral artery (mca) and the medtronic flow diverter was prepared to be released. This is when the reported event occurred. They tried to retrieve the medtronic flow diverter to redeploy many times, but it still would not open after approximately 30 to 40 minutes. For fear of surgical vascular injury, the medtronic flow diverter was withdrawn. The medtronic microcatheter was re-used with the new stent to complete the procedure. Post procedural angiography showed the aneurysm completely occluded with no obstructions of vessels. The patient was undergoing embolization treatment of a large unruptured saccular aneurysm measuring 17.8mm x 5mm located in the ophthalmic segment of the right internal carotid artery (ica). The distal and proximal landing zone was 3.02mm x 4.19mm. The patient¿s vasculature was moderate in tortuosity. It was unknown if patient was on dual antiplatelet therapy. There are no images for review.